Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 159mg/dl. The customer changed all their pump supplies except for the cartridge. After the supply change, the customer received another occlusion alarm. The customer's bg level was 378mg/dl and a manual injection was administered to address the bg level. Troubleshooting was performed and the occlusion was found to be possibly caused by scratches on the cartridge, no insulin was observed to be leaking from the cartridge. The cartridge had been in use for the last two days since the occlusion alarms began. It was reported that the occlusion alarms started occurring the day after the pump case broke and the customer started wearing their pump against their skin. The customer was to change all of their pump supplies to resolve the occlusion alarm. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.